Event description:
Information was received from a patient regarding an external device.  The reason for call was that the controller would not power on; pt said that this happened on sunday. Patient stated that they charged the controller up the last time they used it and that it worked great, however the controller needed to be charged so they plugged the controller in to the ac power supply and the controller came on showing the controller as being fully charged. Patient noted that they went to use the controller later that evening and that they couldn't get the screen to light up on the controller. Patient said that also the top white button on the controller wasn't working; pt said that this started probably a couple weeks ago at least. Patient service specialist had the patient remove the battery pack from the controller and connect the controller to the power supply in the wall; patient confirmed that the screen lit up. Patient then reinserted the battery pack into the controller while the controller was still connected to the power supply, and patient confirmed seeing the green light flashing above the screen. An email was sent to the repair department to replace the controller. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient h3: analysis of the controller (serial# (B)(6)) found the front case has broken stim button bosses. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.